Manufacturer narrative:
An event of difficulty releasing the occluder from the delivery cable and the device deformity was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Nah6 component code: updated to 579.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was selected for implantation using a non-abbott sheath. During the procedure, during implantation, it was noted that the device deformed into a cobra shape, but then the physician was able to correct the shape of the device. It was attempted to deploy the device, but it would not release from the delivery system. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy and replaced with a 24mm non-abbott device. The patient is reported to be stable and discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.